Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 350 mg/dl on the adc device compared to a reading of 55 mg/dl obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When the comparison readings were plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. The customer was asymptomatic but had contact with a hcp who obtained the aforementioned comparison readings, and provided coke for treatment. There was no report of death or permanent impairment associated with this event.